Event description:
At 2200 rn set volume to be infused on plum xl3 for two hours worth of volume. Fifteen minutes later, the volume to be infused showed "complete". However, original volume of tpn was minus only 15 minutes worth of tpn infused. At 0530 the tpn rate was 197 cc/hr and was corrected to 90 cc/hr. The I-med pump was discontinued and bioengineering notified. A new 3-way pump was ordered but there was none available. There was a delay in the pt receiving their tpn until a new pump could be located. There was no apparent injury to the pt.